Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause was unknown, but the patient was told to replace the battery. The issue resolved on (B)(6) 2019. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient saw the eri screen on their programmer. The caller wanted to know how much battery life their dbs had left. The had to synchronize and reported seeing on, and eri. They said they started seeing eri about a month ago. The patient said the one they had before last about 6 years and was dissatisfied with the longevity of the battery life. It was reviewed they may want to speak with their hcp regarding a rechargeable device. The patient said that it wasn't working as good as it used to when asked about their symptoms. They stated that had been happening for a few years. There were no further complications reported.